Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, (B)(6) 2020, the patient underwent open reduction internal fixation surgery for comminuted fracture from sub-trochanteric to diaphyseal region with two (2) cables and the nail in question. After the surgery patient lost balance while walking, although the patient did not fall. She had pain when a load was placed on the affected side. On (B)(6), 2021, the patient visited the hospital and it was found that the nail was broken. On (B)(6), 2021, the patient underwent the revision surgery to remove the broken nail, refreshing the fracture area and implanting a new plate. After the revision surgery, the patient is followed up with non-weight-bearing. Surgery was completed successfully without any delay. This report is for one (1) pfna-ii 10 long le 125 l320 tan this is report 1 of 1 for complaint (B)(4).